Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the integrated electrosurgical unit erbe (erbe) generator due to u-02 errors. The system was tested and verified as ready for use. Isi did receive the erbe generator to perform the failure analysis. The erbe was analyzed. During failure analysis, the erbe energized and cauterized all ports and recognized instruments. The reported failure was not reproduced. Error 1 confirms shows various repeated c-00 errors which could possibly be u-02. The visual inspection shows the erbe in good condition. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive technical support engineer (tse) and stated that they had a u-02 error on the generator. The customer power cycled the erbe generator and the system, the u-02 error was no longer present. The procedure was completed as planned with no reported injury. The clinical sales representative (csr) later called back site and site was continuing with case set up for next case and erbe had no errors. The customer called back again and u-02 returned. The site was continuing with case with e100 with the vessel sealer (vs). The tse had site disconnect the cables on back of erbe, reconnect the rcb cable only and then restart the erbe. The error cleared and site was continuing with the case. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the issue occurred only on one procedure. The tse had suggested using a backup generator, but the site dis not have a backup generator. The troubleshooting was performed as per tse instructions. The troubleshooting was done by disconnecting and reconnecting the rcb cable, and the error was cleared, and the procedure was completed using the erbe generator. The tse was contacted and additional information was received. The tse confirmed that the issue happened on only one procedure. The backup generator they mentioned was a force triad generator. The site used e-100 with vs. After troubleshooting, the issue was resolved, and then site used the erbe generator.